Manufacturer narrative:
Additional devices involved in the event: (B)(4) - battery / catalog number 1650 / expiration date 12/31/2016. (B)(4). Device available for evaluation: yes, 6/21/2016. Device manufacture date: 12/10/2015. Labeled for single use: no. (B)(4). The reported power consumption issue with the two returned batteries could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the batteries in relation to the reported event. Analysis of the batteries revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported power consumption issue could not be duplicated at the bench level; the batteries were able to drive the system for over seven (7) hours without any observed anomalies. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the batteries were originally lasting 9 hours are  currently lasting half the time. The coordinator was replacing batteries.